Event description:
At about 8 years and 3 months after primary, the patient has been revised because of stem loosening. Stem, ball head and liner have been revised successfully. Note: the surgeon commented that a possible cause of the insufficient integration in the cement was the high activity of the patient since early.

Manufacturer narrative:
Batch review performed on 23-oct-2023: lot 130131: (B)(4) items manufactured and released on 07-mar-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed on 8 november 2023 by medacta medical manager: revision performed 8 years and 3 months after primary tha, due to stem loosening. From the radiographic image, it appears that the cement mantle on the lateral side may have become deficient but, not having previous images, we cannot determine if this is a result of an evolutionary process or if it was the situation at postoperative control. The elevated activity of the patient may have contributed to mobilization starting from a situation where stem fixation was dubius. The reason of this failure cannot be determined but there is no reason to suspect a faulty device.